Manufacturer narrative:
Investigation revealed that this failure mode was not a result of a manufacturing defect or quality deviation of the product. It was discovered that the end user was restrained in the wheelchair while the device was being transported. Warning labels found in the owner's manual state, "permobil recommends that users not be transported in any kind of vehicle while in their wheelchair, unless in an approved permobil wheelchair configuration" this device was not approved for end user occupancy while transporting the wheelchair in a vehicle. The complainant's injury was a result of a car accident and were not associated with the use of the wheelchair. The end user will be re-instructed on intended use of the product. The vendor will be instructed to review our "accident and extraordinary events" policy and suggest they consider replacing the wheelchair. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
The end user was being transported in a van while sitting in his wheelchair when a drunk driver allegedly collided with their vehicle. The end user was injured as a result of this incident.